Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that unk - screws: 7.3 mm cannulated was broken at the middle of the shaft. Both fragments can be observed in the x-ray image. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for unk - screws: 7.3 mm cannulated. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that no revision surgery has been undertaken. Revision surgery is yet to be decided and will depend on whether the fracture heals appropriately or not. Patient¿s progress is being monitored via outpatient clinic appointments.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B3: unknown event date when screw broke. D1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. E1: initial reporter is j&j company representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in australia as follows: it was reported a patient sustained a transcervical femoral neck fracture while playing cricket on an unknown date. Fracture was subsequently managed by open reduction internal fixation (orif) on (B)(6) 2023 in which a dps dhs plate and screw and a fully threaded 7.3mm cannulated screw were inserted. During an outpatient appointment at the hospital on january 30, 2024 x-rays showed the 7.3mm cannulated screw had broken at the non-united fracture site. Patient was instructed to limit weightbearing for 3 weeks and review xray/clinic to determine next steps in his management. No revision surgery has occurred as yet. This report is for one unknown 7.3 mm cannulated screw